Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Multiple high impedance contacts. There was shocking, unintended stimulation, ineffective therapy. Pt reported unintended stim which began after he slipped and fell on a set of stairs. He has not been running his stimulator since that happened, but says it had otherwise been working well for him. Rep interrogated the system and he has multiple contacts out on both perc leads. Rep did put together a program on the few viable remaining contacts to get him by and was able to get coverage around his area of pain. He is going to follow up with the rep in the next couple days to let rep know if it is effective for him, but he may need his leads replaced. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2019; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2019; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that their device has not been working correctly for about a month and a half. Patient stated that every time they try to turn the stimulator on, it sends a crackling pain in their spine like there is an electrode broken. The patient was redirected to their healthcare provider to further address the issue. A health care professional called and reported pt feels a crackling/shocking sensation when stim is turned on and they would like to schedule an appointment. Technical services transferred caller to national answering service.